Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. A DHR for clog cannot be requested due to an unknown lot #. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported there that there were 3 instances where insulin was not delivered using bd pen nl¿ 32 ga 4 mm 14 bag 700 case jp. The following information was provided by the initial reporter, translated from (B)(6) to english: the liquid does not come out. The patient says it was less this time. It was said that the installation became hard and the power was needed before. It is not known when it compares. Half clogged.